Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a non-healthcare professional.

Event description:
Litigation alleges corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. It is further alleged that the patient has experienced severe pain and discomfort and inflammation in her right thigh and hip area, as well as her groin. Patient has experienced episodes of a grinding and popping sensation in her right hip. Doi: (B)(6) 2009 - dor: none reported (right hip).

Event description:
Litigation papers allege that corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. It is further alleged that the patient has experienced severe pain and discomfort and inflammation in her right thigh and hip area, as well as her groin. Patient has experienced episodes of a grinding and popping sensation in her right hip. Doi: (B)(6) 2009- dor: none reported (right hip). Update ad 01 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There were no new allegations. Added patient's dob, lawyer, and updated patient's initials. Updated the unknown ip to head and added the details. Added liner and stem due to the alleged elevated metal ions. Doi: (B)(6) 2009 - dor: none reported (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.